Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose of 547mg/dl. The customer was vomiting and experienced high glucose for the past few days. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The alarm history revealed a low reservoir alarm. The drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The customer mentioned that the site she was using at the time of the event has scar tissue. The caller had changed the site, but when the cannula was removed it appears a little bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.